Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the sensor. Customer reported she was taking a shower and the adhesive came loose. Customers stated after the shower she had applied additional tape and notice the readings were off. Sensor glucose was 40 and blood glucose was 90 mg/dl, sensor was not fully inserted and bent. Troubleshooting was performed. Customer was advised to use extra tape on the site and was informed of how to properly clean the sites. No further information was reported.